Manufacturer narrative:
(B)(4). The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. No conclusion could be reached based on the analysis results as to what may have caused the reported incident.a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lumpectomy procedure, the device malfunctioned. No further details were provided. No adverse patient impact was reported. (B)(6).